Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977d260, serial/lot #:(B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a trail patient. The indication for use was for pain relief. It was reported that patient had superficial, local skin infection at the lead site. There were given antibiotic and the outcome of the patient was recovered and resolved. The etiology of the event was reported to be possible related to trial lead procedure, study device lead (contacts 0-7, contacts 8-15), and study device spinal cord stimulation therapy but not related to study device neurostimulator. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the outcome was recovering/resolving as of (B)(6) 2018.